Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm low flow hazard alarms as the controller event log file did not contain any events from the reported dates of the low flow alarms. A specific cause for the reported alarms could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The controller event log files contained events from (B)(6) 2025. As such, no events from the reported low flow event dates of (B)(6) 2025 were captured. Of note, the lvad periodic log file captured one decrease in pump flow, below the low flow threshold, on (B)(6) 2025; however, it is unknown if this decrease was associated with an audible hazard alarm as there was no corresponding controller event log file data. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for left lower leg swelling and pain. They recently had their warfarin regimens adapted for a colonoscopy on (B)(6) 2025. The system controller showed low flow alarms on (B)(6) 2025 that the patient did not remember hearing. Log files were submitted for review, and the event log file no longer contains data from (B)(6) 2025. Technical services stated that those dates were overwritten by pulsatility index (pi) events. The lowest flow captured in the periodic log file on (B)(6) 2025 was 2.7 lpm on (B)(6) 2025 at 22:59:34. Left lower extremity hematoma was noted on computed tomography scan and ultrasound. The patient was stable, and no surgical intervention was needed. The patient was discharged to follow up as an inpatient. The reason for the colonoscopy procedure was for heart transplantation evaluation. The cause of the low flow alarms was not identified. The patient did not hear the alarms when they occurred and did not have symptoms at the time. It was stated that the patient was not elevated on the transplant list secondary to a device or therapy related issue. The patient workup for the transplant was considered routine.